Event description:
It was reported that the patient with this right atrial lead fell. Which led to this right atrial lead to experience fracture and exhibit low out of range shock impedance measurements, loss of capture and noise. The fracture was confirmed with x-rays. It was decided to explanted and replace this lead. No further adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that the patient with this right atrial lead fell. Which led to this right atrial lead to experience fracture and exhibit low out of range shock impedance measurements, loss of capture and noise. The fracture was confirmed with x-rays. It was decided to explant and replace this lead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.